Manufacturer narrative:
One 8.0 tts adjustable hyperflex tracheostomy tube was returned for evaluation. Device underwent leak testing by applying air to the device. The occurrence of air bubbles coming from the junction of the plastic iso connector and silicone tube was not confirmed when the device was pressurized with air and aggressively manipulated while under water, thus not confirming the reported customer complaint.

Event description:
Information was received that a smiths medical tracheostomy was unable to connect to ventilator at site between 15mm connector and tube. This resulted in an air leak, a ventilator alarm and a tracheostomy tube change out for the patient. No injury to the patient occurred.